Event description:
Technician found bed in the bed shop with no power to any functions. He found there was some moisture damage to the main pc board and the logic board. He replaced main pc board and logic board to resolve.